Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain lower ("sharp, stabbing abdominal pain, with abdominal cramping\ severe abdominal cramping") in a 31-year-old female patient who had essure (batch no. G4p3013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), nausea ("severe nausea / nausea"), dyspareunia ("painful intercourse / dysmenorrhea (cramping)"), migraine ("a worsening of her migraine headaches"), rash ("rashes or skin conditions") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), vomiting ("vomiting"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), vulvovaginal pruritus ("vaginal itching"), pruritus ("abdominal itching"), abdominal pain ("abdomen pain"), abdominal pain upper ("stomach pain"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:vaginal yeast infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and loss of libido ("loss of sex drive"). The patient was treated with a bilateral salpingectomy on (B)(6) 2016 and essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, rash, headache, abdominal pain, abdominal pain upper, vulvovaginal mycotic infection, vaginal discharge, weight increased and loss of libido outcome was unknown, the abdominal pain lower, back pain, menorrhagia, dysgeusia, nausea, vomiting, abdominal distension, dyspareunia, migraine, alopecia, vulvovaginal pruritus and pruritus was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, loss of libido, menorrhagia, migraine, nausea, pruritus, rash, vaginal discharge, vomiting, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion fallopian tubes most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received: reporter information and events: infection (bladder/ urinary tract/vaginal) type:vaginal yeast infections), vaginal discharge, weight gain, loss of sex drive were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain lower ("sharp, stabbing abdominal pain, with abdominal cramping\ severe abdominal cramping") in a 31-year-old female patient who had essure (batch no. G4p3013(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), nausea ("severe nausea / nausea"), dyspareunia ("painful intercourse / dysmenorrhea (cramping)"), migraine ("a worsening of her migraine headaches"), rash ("rashes or skin conditions") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), vomiting ("vomiting"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), vulvovaginal pruritus ("vaginal itching"), pruritus ("abdominal itching"), abdominal pain ("abdomen pain"), abdominal pain upper ("stomach pain"), vulvovaginal mycotic infection ("vaginal yeast infections"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and loss of libido ("loss of sex drive"). The patient was treated with surgery (underwent a bilateral salpingectomy), surgery (on (B)(6) 2016, underwent a bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, rash, headache, abdominal pain, abdominal pain upper, vulvovaginal mycotic infection, vaginal discharge, weight increased and loss of libido outcome was unknown, the abdominal pain lower, back pain, menorrhagia, dysgeusia, nausea, vomiting, abdominal distension, dyspareunia, migraine, alopecia, vulvovaginal pruritus and pruritus was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, loss of libido, menorrhagia, migraine, nausea, pruritus, rash, vaginal discharge, vomiting, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: update of information (batch is not valid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain lower ("sharp, stabbing abdominal pain, with abdominal cramping\ severe abdominal cramping") in a 31-year-old female patient who had essure (batch no. G4p3013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), nausea ("severe nausea / nausea"), dyspareunia ("painful intercourse / dysmenorrhea (cramping)"), migraine ("a worsening of her migraine headaches"), rash ("rashes or skin conditions") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), vomiting ("vomiting"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), vulvovaginal pruritus ("vaginal itching"), pruritus ("abdominal itching"), abdominal pain ("abdomen pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (underwent a bilateral salpingectomy), surgery (on (B)(6) 2016, underwent a bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, rash, headache, abdominal pain and abdominal pain upper outcome was unknown, the abdominal pain lower, back pain, menorrhagia, dysgeusia, nausea, vomiting, abdominal distension, dyspareunia, migraine, alopecia, vulvovaginal pruritus and pruritus was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, nausea, pruritus, rash, vomiting and vulvovaginal pruritus to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: confirming full occlusion fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "rashes or skin conditions ,headaches, pain, perforation (fallopian tube(s), abdomen pain, stomach pain", reporter, lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp, stabbing abdominal pain, with abdominal cramping\ severe abdominal cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), nausea ("severe nausea"), vomiting ("vomiting"), abdominal distension ("abdominal bloating"), dyspareunia ("painful intercourse"), migraine ("a worsening of her migraine headaches"), alopecia ("hair loss"), vulvovaginal pruritus ("vaginal itching") and pruritus ("abdominal itching"). The patient was treated with surgery (on (B)(6) 2016, underwent a bilateral salpingectomy.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dysgeusia, nausea, vomiting, abdominal distension, dyspareunia, migraine, alopecia, vulvovaginal pruritus and pruritus was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pruritus, vomiting and vulvovaginal pruritus to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2015: confirming full occlusion fallopian tubes. Company causality comment: incident - no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.